Event description:
It was reported that during generator replacement surgery on (B)(6) 2013 due to end of service, the replacement generator was connected to the vns patient¿s existing lead and high impedance was observed. The lead pin was disconnected and re-inserted but the device continued to show high impedance. High impedance had not been observed prior to surgery. The surgeon noted that there likely was a lead issue. The lead was irrigated but not replaced during the procedure. The patient¿s device was not programmed on following surgery. X-rays were not taken. Patient manipulation or trauma is not believed to have caused or contributed to the high impedance. The patient underwent generator and lead replacement surgery on (B)(6) 2014. Review of the available programming and diagnostic history showed normal diagnostic results through (B)(6) 2011. The explanting facility will not return explanted devices to the manufacturer for analysis; therefore, no analysis can be performed.

Event description:
The patient's neurologist reported that high impedance was not observed prior to surgery on (B)(6) 2013. The physician reported that the last diagnostic testing performed prior to the generator replacement surgery was (B)(6) 2013. There was no patient manipulation or trauma that occurred that may have caused or contributed to the high impedance.

Manufacturer narrative:
Device manufacturing records and available programming and diagnostic history were reviewed. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.